Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion after bandage contact lens removal in his left eye 5 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irritation and light sensitivity. During follow up it was found that no surgical intervention was needed. The abrasion was treated by placing a bandage soft contact lens on the eye. There was no infection, edema or ingrowth to treat. The abrasion was healed on (B)(6) and the bandage soft contact lens was removed.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.